Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, hole in reservoir.

Manufacturer narrative:
A titan otr, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed an aneurysm in the bladder of cylinder 1 near the tip. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on both exhaust tubes of the pump. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the pump, cylinder 2 or reservoir. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.